Event description:
Related complaints: same case as MFR: 2134265-2011-04400. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred . The target lesion was located in the proximal to distal right coronary artery. During platforming of the 1.50mm rotalink burr at a speed of 180,000 rpm's, the rotawire guide wire detached about 125cm from the tip. The rotawire guide wire become trapped inside the 1.5mm rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, method, result, conclusion : updated. An examination of the returned device found that the returned rotawire was cut approximately 128.5 cm from the proximal side. The remaining section of the rotawire was found be to exiting the advancer at the proximal end but was not exiting the burr. An attempt was made to remove the rotawire with out success. The burr was cut from the coil and the rotawire was removed. The burr annulus was found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Related complaints: same case as MFR: 2134265-2011-04400. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred . The target lesion was located in the proximal to distal right coronary artery. During platforming of the 1.50 mm rotalink burr at a speed of 180,000 rpm's, the rotawire guide wire detached about 125 cm from the tip. The rotawire guide wire become trapped inside the 1.5 mm rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.